Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. The risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31gx5mm 7 pack was clogged before use. The following information was provided by the initial reporter: customer feedback: today, when using the needle for injection, it found that the needle could not get out of the water. The customer said that it happened when they bought before, and they didn't care; after the emergence of the feeling was the product quality problem. One defective product can be returned to assist investigation. The client has injected insulin twice a day by using needle twice for more than 10 years. We told the consumer that a needle can only be used once, and there will be blockage after repeated use. However, the customer said that the problem of multiple use has not been involved, and water cannot be hit on the first installation. Purchase channel: pharmacy.